Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the bd representative that, 'iui corrosion found during field recall work'. There was no patient involvement. Devices will be repaired by customer on site.

Manufacturer narrative:
Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported by the bd representative that, 'iui corrosion found during field recall work'. There was no patient involvement. Devices will be repaired by customer on site.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported by the bd representative that, 'iui corrosion found during field recall work'. There was no patient involvement. Devices will be repaired by customer on site.